Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 19453un25, however, no increase in complaint activity was identified for list number 02k41. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with complaint lot 19453un25. The historical performance of the architect stat troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 19453un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 19453un25. A review of labeling was performed and found to sufficiently address the customer's issue. In this case, sample preparation may have contributed to the customer¿s issue, as the repeat testing gave lower results, indicating a possible sample preparation or sample integrity issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 19453un25 was identified.

Event description:
The customer reported false elevated architect stat troponin-I and provided the following sample data for sample ID (B)(6): initial result was 109 ng/l (sn: (B)(6)). Repeat on another analyzer (sn (B)(6)) and result was <20. Repeat on original analyzer (sn: (B)(6)) and result was <20. Customer normal reference range: 0 - 30 ng/l; critical > 50 ng/l there was no reported impact to patient management.

Event description:
The customer reported false elevated architect stat troponin-I and provided the following sample data for sample ID (B)(6): initial result was 109 ng/l (sn: (B)(6)). Repeat on another analyzer (sn (B)(6)) and result was <20. Repeat on original analyzer (sn: (B)(6)) and result was <20. Customer normal reference range: 0 - 30 ng/l; critical > 50 ng/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete sample ID is (B)(6).